Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that at the beginning of the sculpt mode, an occlusion bell sounded and the handpiece heated up. The customer reported a thermal burn occurred on the iris and a blood clot was noted at the initial incision site. The surgeon removed the handpiece and closed the initial incision and opened another incision to complete the case. The customer reported the patient is recovering well with not adverse sequelae noted.